Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced machine learning interface (mlx) board to resolve error 40096 issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mlx board was analyzed and found to have error 311. The mlx was visually inspected, where no issues were found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on where a 311 error was presented. The unit was taken to a programming station and the persist logs were pulled and uploaded to confluence. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was experiencing a "robot and console are not connected" message and an error 40096. The customer was able to power cycle the system and the error returned. The customer removed all video connections and cycled all system breakers but the error returned after restarting. The procedure was aborted to another dv system with no reported injury.